Manufacturer narrative:
No product will be returned per customer and patient demographic details were not provided. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set came apart during treatment. No patient harm was reported.